Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8780 l serial# (B)(4) implanted: (B)(4) 2016 explanted: product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). The patient had catheter and therapy issues with the catheter cracked and the hcp believed but was not certain that the doctor was getting ready to do a pump and catheter replacement. The patient was weaned down and the pump was programmed at minimum rate mode. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine at 0.191 mg/day, fentanyl at 3.18 mcg/day and dilaudid 0.064 mg/day, the concentrations not reported via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. It was reported that the patient had been complaining about the pump since (B)(6) 2016. The patent stated that the (B)(4) increases in the pump did not work. The pump had fentanyl, dilaudid and bupivacaine and the patient was not getting relief. The patient was taking oxycontin 20mg every 4 hours and it was not working. The patient had a myogram before her reverse shoulder replacement and there was a catheter issue. The pump was then decreased to a low level that per the patient could not even be calculated. The patient was told that she could not have a ¿saline flush¿ because there was a kink in the catheter and the physician would not do it. The patient also reported that she cannot have the pump taken out until she sees a psychologist for 5 visits. Per the patient she had two choices have the pump removed and not get another one or to have the pump removed and get off the opioids. The patient requested physician listings. No further complications were reported.